Manufacturer narrative:
Initial.

Event description:
It was reported that residue from prior cartridge leakage left the interior pump surfaces sticky, making the connector difficult to twist with a reported blood glucose of 401 mg/dl. The user had been attaching the connector to the cartridge outside the pump, contrary to instructions, which can cause leaking; education and troubleshooting were provided to insert the cartridge first, then attach the connector, and to clean residue with a damp cloth or cotton swab without introducing water into the reservoir. Symptoms included hyperglycemia with thirst and headache. Outcomes included resolution of hyperglycemia after changing all supplies and allowing the pump to reduce glucose. Investigation included user education, cleaning guidance, and review of handling technique related to infusion set and cartridge connection. Investigation of this case revealed that improper connector attachment likely led to leakage with residue buildup that interfered with proper connection and delivery. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.